Event description:
It was reported that the patient underwent a mastectomy in 2003. Post operatively, it was noted that the reservoir was torn and not functioning. There was no adverse patient consequence.